Event description:
On (B) (6) 2010, pt's wife reported his blood glucose has been running really high for the past week. She stated sometimes they will come down and then will go back up. Wife reported the pt began experiencing issues with his blood glucose on (B) (6) 2010 and one day last week his blood glucose was "400 all day." Wife stated his blood glucose had also dropped down to 46 mg/dl one day last week. Wife reported he was able to drink some juice and eat crackers to treat the low blood glucose. Wife reported pt's blood glucose "is usually between 40-50 in the morning." She stated "he really doesn't have a normal range." Wife reported his doctor recommends his blood glucose be between 70-120 mg/dl. Wife reported pt's blood glucose reading was 180 mg/dl on (B) (6) 2010 and he bolused 1 unit of insulin. Wife stated he woke up in the middle of the night with a reading of 316 mg/dl so he bolused 3-4 units of insulin. Wife reported his readings today ranged from 291 mg/dl to over 300 mg/dl and took 4-5 units of insulin for correction. Wife stated his reading is still over 300 mg/dl which was taken just before the call and he has not eaten anything. Wife is unsure when the infusion tubing was last changed. Wife reported last week when pt changed his basal rate he did not press check to confirm so the infusion device was not giving him the correct amount of insulin. She stated this issue last about 24 hours before they noticed the rates were not correct. Wife reported doctor also added a new medication. Several attempts to f/u with pt were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.